Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed a shock impedance measurement of 0 ohms. The patient had been in the hospital during the recorded measurement. Electromagnetic interference (emi) was suspected as the source. No adverse patient effects were reported. The device remains in service.